Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I will be 1 year essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and breast mass ("lot of massess on my breast/ right now I have one"). The patient was treated with surgery (essure removal took everything but ovaries). Essure was removed. At the time of the report, the medical device removal and breast mass outcome was unknown. The reporter considered breast mass and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in social media post breast mass and medical device removal. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast mass ("lot of massess on my breast/ right now I have one"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, breast mass, menorrhagia, migraine and headache outcome was unknown. The reporter considered breast mass, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for other injuries/symptom. Discrepancy in date of birth is noted ((B)(6) 1979). Concerning the injuries reported in this case, the following one/ones were described in social media post breast mass and medical device removal. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from plaintiff fact sheet received. Events migraine & headache were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast mass ("lot of massess on my breast/ right now I have one"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, breast mass, menorrhagia, migraine and headache outcome was unknown. The reporter considered breast mass, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for other injuries/symptom. Discrepancy in date of birth is noted (B)(6)1979). Concerning the injuries reported in this case, the following one/ones were described in social media post breast mass and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast mass ("lot of massess on my breast/ right now I have one") and menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, breast mass and menorrhagia outcome was unknown. The reporter considered breast mass, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for other injuries/symptom. Concerning the injuries reported in this case, the following one/ones were described in social media post breast mass and medical device removal. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- the event medical device removal was updated to pain- chronic. New event bleeding- menorrhagia (heavy menstrual bleeding) was added. Implant date was updated and explant date was added. Product indication was updated. Patient¿s date of birth was added. Reporter¿s address was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast mass ("lot of massess on my breast/ right now I have one"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, breast mass, menorrhagia, migraine and headache outcome was unknown. The reporter considered breast mass, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for other injuries/symptom. Discrepancy in date of birth is noted ((B)(6) 1979). Concerning the injuries reported in this case, the following one/ones were described in social media post breast mass and medical device removal. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from plaintiff fact sheet received. Events migraine & headache were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.